Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s support engineer (pse) replaced central processing unit (cpu) printer circuit board assembly (pcba) to address the problem. Failure analysis of the returned part indicates: the c201 crack damage on the cpu pcba created the reported issue.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the check vent: primary alarm failed. There was no patient involvement.